Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after completing the initial procedure with the issue of noise still present, the pocket was reopened. Noise and high capture threshold were observed. The lead was successfully explanted and replaced. The patient was stable after the procedures.